Event description:
It was reported that the pump displayed malfunction code and fault ID during the afternoon, and customer contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction codes appeared again, and customer acknowledged and understood these instructions.